Manufacturer narrative:
The cartrdige cap has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump had a prime issue and the patient had a blood glucose of 300mg/dl with dizziness, drowsiness, and confusion. The patient required no unusual treatment. During troubleshooting, customer support found that the prime issue was caused by the cartridge cap not being properly tightened, and attributed the bg excursion to training/misuse. This complaint is being reported as the patient experienced hyperglycemia related to user error of the cartridge cap.